Event description:
It was reported that during a rotational atherectomy procedure of a long lesion, for instent restenosis, the guide wire fractured and a portion of the wire remains in the pt. The physician started with a 2.0 burr and ablated 4 times. During the debulking with the 2.0 burr, the pt experienced bradycardia. The 2.0 burr was exchanged for a 1.5 burr. The 1.5 burr was used successfully for 6 ablations and removed without incident. During removal of the 1.5 burr, the wire fractured and remained in the distal lad. Pt status is listed as "good."